Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was receiving excessive no delivery alarms. The father stated they were changing their insulin cartridge when the alarm occurred. Customer's father stated they still had 15 units remaining on their insulin pump. The customer's blood glucose was 180 mg/dl. Troubleshooting found has not tried all remedies for their no delivery alarm. The customer was advised their insulin pump will be replaced. No additional information provided.